Manufacturer narrative:
Correction: the previous or initial MDR submitted on november 28, 2024, was filed inadvertently. No loss of osseointegration and revision surgery has occurred. Per the clinic, the patient experienced an extrusion of the receiver/stimulator and subsequently was treated with oral antibiotics (specific date and duration not reported). The device was explanted on (B)(6) 2024. There are no plans to reimplant the patient with another cochlear device as of the date of this report

Event description:
Per the clinic, the patient experienced an infection at the abutment site and loss of osseointegration (specific date not reported). It was also reported that the recipient underwent a revision surgery on (B)(6) 2024, due to unknown reason. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report attached.